Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with dried blood. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event for increased threshold was not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was increased capture threshold noted on the right ventricular (rv) lead. It was suspected that the lead was possibly damaged during an unrelated procedure one month prior. The lead was explanted and replaced and the patient was stable with no consequences.